Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was "scratched" and unreadable and that the pump loses time and required ongoing time adjustments. Customer declined additional follow-up from tandem technical support; therefore no additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level.